Event description:
During a revision surgery the surgeon wanted to replace several screw after loosening was found on rx. When he removed the rod on the right side he wanted to remove the screw on the s1 level. The surgeon expected the screw to be very loose and wanted to test if he could pull it out with a pincer. He took out the head of the screw while the rest remained in the sacrum. The screw was clearly broken of just below the screw head and this was not recent as he had to remove scar tissue to reach the rest of the screw. He was able to remove the remaining part with a dedicated instrument he had available in the operating room.